Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated estradiol results generated o the access immunoassay system for two pts. The pt samples were retested and the results were within the normal reference range. The initial erroneously elevated results were not reported outside the laboratory. It is not know if ther was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse ran the lumwash/son inc. Which failed due to outfliers. The fse then cleaned the rake of traces of spillage and performed alignments for pipetting and vessel movement. Then the fse calibrated the incubator belt and repeated the tests which passed within published specifications. Although the fse address several hardware issues, a definitive root cause could not be determined for this event. This is 2 of 2 separate MDR reports related to 2 pt events associated with a single malfunction report. Reference MDR numbers 2122870-2011-04339 and 2122870-2011-04340 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.